Manufacturer narrative:
(B)(4). The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room and device interrogation noted no capture. A chest x-ray was performed and revealed this right ventricular (rv) lead had dislodged. A revision procedure was performed and this patient elected to have the entire system explanted instead of having this lead repositioned. No adverse patient effects were reported.